Manufacturer narrative:
It was reported there was the presence of black spots. As a physical sample was not returned, a thorough sample evaluation could not be performed. To support the investigation, one photograph was provided and reviewed by the quality team. The image depicts the bottom portion of a syringe tip containing dark-colored specks that appear to be embedded degraded resin. No additional defects or imperfections were observed. This type of embedded resin typically occurs during the startup phase or intermittently throughout the injection molding process, when degraded resin may dislodge and become incorporated into molded components. A review of the device history record was conducted for material number 303553, lot 4324874. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the photographic evidence, the reported condition has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 50ml catheter tip brazil had foreign matter. The following information was provided by the initial reporter: we have received a complaint regarding a quality deviation reported by our end customer: product: seringa desc 50ml s/ag bico cat bd ref (B)(4) (1 unit). Batch: 4324874. Report: bd brand 50ml syringe lot 4324874. Black spots found on 1 unit. Date of occurrence: (B)(6) 2025. Description of medication/material: disposable syringe with catheter tip 50ml bd ref (B)(4) becton dickinson. Batch: 4324874. Quantity related to technical complaint: 1. Type of occurrence: no harm to patient. Detailed description of technical complaint: bd brand 50ml syringe batch 4324874. Presence of black spots. Found in 1 unit, stored in the area in case the supplier requests it. Syringe used for filling infant formulas for pediatrics and neonatology. Product sample available for collection: no.